Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a dirty insertion tube peeling off the coating. The issue was observed during reprocessing. There were no reports of patient or user harm associated. The device was returned for a device evaluation and found foreign objects in the image guide tube. There was no use of implant devices. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to damage on the up down knob, water tightness was lost, part of the insertion tube was caught and pinched, the insertion tube became deformed (handling issue), adhesive around the light guide lens and the objective lens was peeled, paint on the air water cylinder and suction cylinder was peeled, suction cylinder was shaved, control unit had discoloration, control unit was dirty due to water leakage, adhesive on the bending section cover was chipped, due to wear of angle wire, the play of the up down knob and bending in the up direction was out of the standard value, the connecting tube was wrinkled and dented, and the following was scratched: plastic distal end cover, forceps elevator lever and knob, connecting tube, right left knob, switch box, control unit, up down knob, right left knob, scope connecting cover, the scope connector, the suction cover, the universal cord, and the grip. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning, the customer wiped the insertion section, the customer presoaked the endoscope in detergent solution, the customer wiped /cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.